Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the patient gender/ bmi? All female patients. 57.8, 44.4, 51.9, 43.26. What color cartridges were used? All green reloads/cartridges. Was buttressing material used? Yes. Gore. Were there any issues with staple formation noted throughout care of patient? No. How was the leak identified? Patients returned with complaints of nausea, vomiting, ¿belly pain¿. How was the leak addressed? Tpn and stents. Please provide timeline of events 1. Patient 1 operated on (B)(6) 2017 and returned (B)(6) 2017. 2. Patient 2 operated on (B)(6) 2017 and returned (B)(6) 2017. 3. Patient 3 operated on (B)(6) 2017 and returned (B)(6) 2017. 4. Patient 4 operated on (B)(6) 2017 and returned (B)(6) 2017. 5. Patient 5 operated on (B)(6) and returned (B)(6) 2017.

Event description:
It was reported that after an laparoscopic sleeve gastrectomy procedure the patient presented with a leak. The surgeon used stents and tpn to treat the patient. The patient is now stable.

Manufacturer narrative:
(B)(4). Additional information received from call with surgeon: the surgeon first clarified that he did not have any specific trouble with the ethicon device, but was attempting to find cause of reported events. There was no issue with staple form noted. Cartridge selection is green all of the way with seamguard then gold at ge junction without buttressing material. Most of the events occurred 2 months plus post-operative. Patients were treated with a stent and total parenteral nutrition and recovered over time with one still persisting.